Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing and moved intuitively. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not functioning properly at the time of the event. We are unable to confirm whether there was any broken cable. It is unknown if there was a missing fragment or broken piece.